Event description:
Caller reported a cartridge alarm 20 during the load process. There was no impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by technical support. Instructions were provided on how to put the pump into storage mode and return it to tandem, which the caller understood and acknowledged.